Manufacturer narrative:
Date sent to the FDA: 3/11/2021. Corrected information: manufacturing site name.

Manufacturer narrative:
Date sent to the FDA: 3/30/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿a recurrent incarcerated hernia with partial obstruction¿ and ¿the old mesh was densely adhered to the omentum and partially to the bowels.¿ it was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.